Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and system sensor and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked lcd window and minor scratched lcd window.

Event description:
The customer indicated via phone call of hospitalization for unexplained high blood glucose of 415 mg/dl and diabetic ketoacidosis. Customer's blood glucose at the time of the call was 239 mg/dl. Troubleshooting found that the drive support cap was flush and was not recessed into the pump. The customer declined to troubleshoot for their high blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.